Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 20039 was returned and analyzed. The balloon catheter was visually inspected, and a breach was observed on the guide wire lumen. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for eight applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 indicating that the safety system detected fluid in the catheter and stopped the injection. During inspection and pressure testing of guide wire lumen at the balloon segment, a guide wire lumen breach was observed 35 inches proximal to the catheter tip. In conclusion, the reported 50006 system notice was reproduced during testing. The returned balloon catheter failed the returned product inspection due to a breach observed on the guide wire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.